Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed too high. The valve dislodged during an attempt to retrieve/reposition it, and was subsequently implanted above the sinotubular junction with the aid of a snare. A second valve was successfully implanted with no subsequent adverse patient effects reported.

Manufacturer narrative:
Conclusion: the reported clinical observation of valve dislodgement does not indicate a potential manufacturing issue. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, it was reported that the valve dislodged while attempting to remove the delivery catheter system. Per corevalve instructions for use (IFU), ¿once deployment is initiated, retrieval of the bioprosthesis from the patient (e.g., use of the catheter) is not recommended. Retrieval of a partially deployed valve using the catheter may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery¿. In addition, the IFU states that ¿once deployment is complete, repositioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended.¿

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.